Event description:
Received report from customer indicating a foreign body reaction from the impact.

Manufacturer narrative:
Received report from customer indicating that pt suffered a reaction to the device which had to be explanted. No product was returned, however, due to second surgery required to explant device, determined that occurrence was reportable to f.d.a.